Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were hard to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was rewinding slowly. Insulin pump had no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly, no delivery alarm and low battery alert due to buttons not responding.